Event description:
It was reported that the patient presented a remote transmission with several episodes of non-sustained right ventricular oversensing (nsrvo). Upon further review, high amplitude noise artifact on the right ventricular (rv) lead was noted. The patient has a left ventricular assist device (lvad). Programming changes were made. The patient was asymptomatic.